Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that pt in question was displaying incorrect days with the clinician application. The caller noted that logs/events are showing jan 1 2023 rather than current date (mar 16 2026). Agent reviewed how the ins/handset read time and that the app should be retrieving dates from the ins clock. Agent reviewed that the implant date may have been set incorrectly and the rep notes that it should be correct. The rep was not with the pt and had received a message from the doctor. Then the doctor got on the phone and corroborated the info and noted that this issue was happening 'frequently,' where the dates and times were not matching current date/time. The doctor said that the patient was complaining that their ins was shutting off on its own and the logs seemed to confirm this. The doctor said that the pt walked through a metal detector every day for work and did not shut off the ins when going through it. The doctor was asked and said they did not see any messages indicating por, etc... The rep indicated they would meet with pt to pull logs/files from ins/handset and check implant date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.